Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a box, an introducer and two coils were returned for analysis. The introducer was examined and no kinks were found. A visual inspection was performed. The coil was returned retaining the general shape of the coil. The surfaces of both zap tips were smooth and round. One fiber bundle was missing from the returned coil. It is possible the fiber bundle detached as a result of the kinking of the coil. This creates a gap in the primary wind, through which the fiber bundle could separate. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-08912. Reportable based on device analysis completed on (B)(4) 2013. It was reported that coil friction within the introducer occurred. The severely tortuous target lesion was located in the alimentary canal. Two 6mm/6.5 mm vortx - 18 were selected to treat the target lesion. During preparation, when the device was unpacked it was noted that the introducer sheath of the coil was kinked. The coil was pushed with the pusher wire, however the coil would not come out from the introducer sheath. Resistance was encountered upon insertion of the introducer into the microcatheter. It was noted that a little portion of the first coil came out of the introducer. It was also noted on the second coil that the resistance was encountered within 5cm from the hub of the microcatheter. The device was then removed from the microcatheter. An angiographic image was performed and revealed that no part of the coil fell into the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed one fiber bundle was missing.